Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor was unable to stay on, that it would turn on for only a moment and then shut off immediately, even after the batteries were changed. The monitor had been able to successfully transmit in the past. The monitor was replaced. No patient complications have been reported as a result of this event.